Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process in addition to the foreign material under the forceps raiser elevator, additional findings were as follows: light guide rod lens was cracked; lens glue and charged coupled device cover lens glue were both porous; bending section cover was white clouded; connecting tube had buckles; scope cover was cracked; air/water cylinder was scratched; scope connector housing was cracked; forceps k-pipe (pipe protecting forceps elevator wire) wire was stretched; and angulations were out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was under the forceps raiser elevator. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.